Event description:
Asr revision recommended, asr resurfacing- left. Reason(s) for revision: high blood ion values (B)(4). **update** (B)(6) 2014 - confirmation received that the revision surgery will be performed in (B)(6) 2015 (exact date not decided yet) and additional reasons for revision surgery: pain & alval / soft tissue reaction. **update** (B)(6) 2014 - confirmation received that the revision surgery will be performed on (B)(6) 2015. **update** (B)(6) 2014 - corrected doi to (B)(6) 2006. Update (B)(6)- we have received confirmation that the revision has taken place, scf with primary surgeon and hospital details - (B)(6) hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The revision has yet to occur. Depuy still considers this case closed to CAPA.

Event description:
Asr revision recommended, asr resurfacing- left, reason(s) for revision: high blood ion values cr 21.1 & co 38.5. Update 26 nov 2014 - confirmation received that the revision surgery will be performed in (B)(6) 2015 (exact date not decided yet) and additional reasons for revision surgery: pain & alval / soft tissue reaction. Update 3 dec 2014 - confirmation received that the revision surgery will be performed on (B)(6) 2015. Update 9 dec 2014 - corrected doi to (B)(6) 2006. Update 6 feb - we have received confirmation that the revision has taken place, scf with primary surgeon and hospital details - (B)(6). Update 18 mar 2015 - confirmation now received from finnish file handler stating that the revision surgery due to have taken place (B)(6) 2015 was cancelled as the patient did not want this surgery. (Jb 18 mar 2015)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.